Event description:
It was reported that the pt was receiving heparin at 2 ml/hr per the infusion pump. He was also receiving sodium chloride with kcl at 20 ml/hr with another pump. At 1145 hrs the heparin pump was alarming and it was noticed that the pt had his pajama top half off. It was reported that "the staff nurse clamped off both pumps and removed the pt's pajama top. Heparin infusion was reconnected. On inspection to see why the pump was beeping, the heparin bag was empty, pump was still set at 2 ml/hr and pri volume was 29 ml. Infusion was due to finish at 1.20 hrs. Apparently the lock mechanism on the pump was found not to work immediately post incident. Pt was put on hourly observation for bleeding." No add'l medical or surgical intervention was reported.

Manufacturer narrative:
No eval info regarding the infusion pump in the UK has been received. The cause of the reported occurrence is not known.